Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the ok and down arrow keypad buttons did not respond to user presses as expected. The pump keypad cover was also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/09/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/01/2014 with the following findings:the keypad was found to be torn. Evaluation revealed the ok keypad button was intermittently responsive; the contrast button was unresponsive. There was evidence of keypad contamination found under all key contacts. The ok key contact was inverted. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. A battery compartment crack was observed.